Event description:
The following event was reported: this morning strictly the same scenario occurred: perfect cavity, perfect bone, usual procedure¿ when I hit the rim at upper part, it tilted again immediately¿ this double similar event is questionable. I had a look at the cup during the surgery this morning. The substrate seemed to be significantly different from the cup I was fitting so far, as if the roughness of the substrate was really not at the same level, like a bit erased¿ which would explain that the primary stability was not secure with this new interface. When I compared a previous shell versus the current one I tried to fit last monday, obviously the roughness is different.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown adm cup. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Disposition unknown.

Manufacturer narrative:
An event regarding a seating/locking issue and a query if there has been any change to the coating process involving an adm shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed, the device was not returned by the customer. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: not performed, the device was not properly identified. -complaint history review: not performed, the device was not properly identified. Conclusions: the exact cause of the seating/locking issue could not be determined because insufficient information was provided. A review of the coating process for adm shells by the supplier noted that there has been no change to the process. Further information such as device details and return of the reported device are needed for further investigation.

Event description:
The following event was reported: this morning strictly the same scenario occurred: perfect cavity, perfect bone, usual procedure. When I hit the rim at upper part, it tilted again immediately. This double similar event is questionable. I had a look at the cup during the surgery this morning. The substrate seemed to be significantly different from the cup I was fitting so far, as if the roughness of the substrate was really not at the same level, like a bit erased, which would explain that the primary stability was not secure with this new interface. When I compared a previous shell versus the current one I tried to fit last monday, obviously the roughness is different.